Event description:
It was reported that, during set up or inspection, when the carrier was removed from the opsite device, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. No case involved; therefore, no patient involvement.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause; probable root cause includes storage temperature or product failure. No batch lot number has been provided therefore a review of the device history is not possible. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.